Manufacturer narrative:
The investigation of automated impella controller (aic) - loss of opm data has been completed. The console logs from the reported day of event are consistent with the complaint and showed that during case start, the sensor calibration could not be performed due to absence of valid optical signal. The real time log data indicated very low signal-to-noise ratio and contrast and maxed-out gain and lamp, consistent with either a large air gap at the pump connector or loss of light due to optical bench/lamp/fiber issue. The reported issue was not reproduced in lab tests. Analog output of the ccd detector in optical bench did not reveal any defects. The cause of the aic issue was a defective optical bench.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The automated impella controller (aic) was priming the impella catheter and presented with an ¿optical sensor system error¿. Reattempted but the same error code appeared. The aic was replaced with another console. No patient harm was reported.